Event description:
Surgeon handed laser fiber wire, broke in half as it was being passed off to circulator to connect to laser machine. Wire was never used in patient, all pieces accounted for, wire handed off field. New laser fiber wire given with no further incidents.